Event description:
The customer reported that the 840 ventilator had a blank screen during patient use. The patient was placed on an alternate ventilator. There was no patient harm or injury reported.

Manufacturer narrative:
The serial number for the device was not provided by the customer; therefore, the device manufacture date is unknown. (B)(4).